Event description:
It was reported that the patient experienced muscle stimulation. It was observed that the lead had dislodged. On (B)(6) 2014, the lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.